Event description:
Clinical narrative updated: (additional information received from field representative). It was noted that the urine was red at the time of impella removal and the partial thromboplastin time was >170 seconds at the time of urinary catheter insertion and was cited as the likely cause of hematuria. Clinical narrative: an impella cp device was inserted via the right femoral artery in a 75-year-old male patient presenting with acute myocardial infarction and cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. During intensive care unit management, red-tinged urine was observed. The patient was noted to be on inotropes and vasopressors for hemodynamic support. While on support, the impella cp device was operating at performance level 8 with expected flows of 3.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned, and the patient survived to explant. Hematuria may be associated with impella support and can be influenced by anticoagulation requirements and the patient¿s underlying critical illness in the setting of cardiogenic shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.